Event description:
Incident reported as: during the procedure, the suture was breaking and the bullet detached inside the patient. The decision was made not to retrieve the needle from the patient. No patient injury reported.

Manufacturer narrative:
No sample was available for investigation. Evaluation: method: no sample or lot # provided. Manufacturing processes reviewed. Results: review of manufacturing processes revealed no findings that could potentially relate to the reported issue. Conclusions: due to lack of product sample and lot# the manufacturer was unable to conduct an investigation and determine a root cause. No corrective actions taken.